Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer's healthcare provider assisted the customer with addressing their bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.